Event description:
The customer reported that when the phaco probe was removed from the eye during surgery, the patient suffered a mild corneal burn at the main wound site. A suture was placed at the wound site as a precaution. The patient was reported as "recovering" at the post operative visit.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).